Manufacturer narrative:
An event of difficulty advancing a delivery sheath through the patient anatomy and deformation was reported. Information from the field indicated that excessive force was used to push the occluder into the delivery sheath, causing the disc of the occluder to form an s-shape and the delivery sheath to kink. The field also indicated that there was a kink in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event of advancement difficulty could not conclusively be determined. However, the reported deformation could have been due to the kinking of the sheath due to the force exerted on the delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6-4mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using an 6f amplatzer torqvue delivery system. During the procedure there was difficulty advancing the delivery sheath through the patient anatomy. There was also difficulty loading the occluder into the delivery sheath. Excessive force was used to push the occluder into the delivery sheath, causing the disc of the occluder to form an s-shape and the delivery sheath to kink. The occluder was not released from the delivery cable. The occluder and delivery sheath were both removed from the patient and replaced with a new 6-4mm amplatzer duct occluder and 6f amplatzer torqvue delivery system. There were no interactions with cardiac structures. There were no adverse effects to the patient. The patient status was stable.